Event description:
It was reported a power source alert occurred resulting in pump shutdown. There was no reported adverse impact to the customer's blood glucose level. Technical support informed the caller that insulin on board and maximum hourly bolus would reset to zero and that continuous glucose monitoring sessions must be manually restarted whenever the pump turns off or is reset. The caller was advised to use tandem charging supplies and wait at least 30 consecutive minutes for the pump to begin charging, and to monitor the situation and call back if the issue persists. The caller understood and acknowledged the instructions.